Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 193 mg/dl. The customer was unable to troubleshoot at time of call because she doesn't have infusion set anymore. The customer was advised to do a complete set change as soon as possible. The customer stated that she discarded the sets. The customer was advised to call when the alarm occurs in order to troubleshoot.